Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported inflammation and redness at the infusion site and subsequent ER visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported, after removing the pod, she noticed an inflammation at the infusion site and she went to the emergency room. She was treated with antibiotics and was released from the hospital after 1 hour. The pod was lost and will not be returned for evaluation. The pod was worn between 4 and 24 hours.